Event description:
It was reported by the pmi group that a patient underwent a revision procedure approximately six (6) months ago due to significant bone loss/erosion. Due to the severe bone loss, a standard glenoid component is not a viable solution for this patient and a custom glenoid matching to the patient anatomy is needed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.